Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 302 mg/dl. Reportedly, the customer cleaned the speaker holes and loaded a new cartridge before calling tandem technical support (cts), but that did not clear the alarm. Reportedly, the pump was replaced, and the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.